Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside the USA, in (B)(6). On (B)(6) 2023, (B)(6) has informed us of an adverse event. According to the information received a patient was injected on (B)(6) 2023, with 0.8ml of rha 3 into the lips (bolus and retrotracing technique), and with 1ml of rha 4 into the piriformis fossa near to the nasal area (bolus technique) for a gummy smile treatment. During the injection there was no complication, and the patient was alarmed about the aftercare guidelines. It is worth noting that in the medical history of the patient herpes, raynaud syndrome and anosognosia (denial in physical illness) were reported. Four days post-injection, on (B)(6) 2023, the patient presented with an ischemia and necrosis of the right oral commissure, right upper lip and white lip extending to the right nasolabial folds, a vascular compromise was diagnosis by the practitioner. Immediately, the patient received on (B)(6) 2023, three sessions of injections of hyaluronidase. The day after, on (B)(6) 2023, she received again another session of hyaluronidase. The injector also prescribed oral antibiotic (augmentin 875g every 8 hours), topical antibiotic (mupirocin), acetylsalicylic acid (adiro 100mg) and a cure for scabs. Additionally, a medical assistance was provided. According to the information received on april 20, 2023, and the photo received on april 28, 2023, the patient was evolving favorably, and the adverse event was resolving well. The complaint was considered closed.